Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the customer's report could not be confirmed. Based on the facts obtained from the investigation, the cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer informed olympus that the subject device will be returned once the loaner device is received. The investigation is ongoing. Three good faith efforts were made to obtain additional information from the customer; however, no response received. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera 4k uhd xenon light source was not activating and it might be due issues with latching. There were no reports of patient harm.